Event description:
Related manufacturer reference number: 2017865-2021-13085, 2017865-2021-13090. It was reported the patient presented in clinic with endocarditis. The system was explanted and the right ventricular lead was seen to have vegetation. The patient was stable before, during and following procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.